Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated that she changed infusion set and reservoir and found the needle was bent when she took out the inserter. Customer stated that she had high blood glucose and realized the cannula was bent. Customer requested for 2 reservoirs and infusion sets replacement from changing everything out multiple times. No blood glucose reading provided. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.